Event description:
It was reported that the patient had pain in left hip, surgeon revised head and liner.

Manufacturer narrative:
The other device noted in the report is 26mm +10 femoral head, cat # 26mm +10 femoral head, lot: unknown. It cannot be determined which, if either these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.